Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion procedure involving a pipeline embolization device, an intracranial ophthalmic segment aneurysm was being treated. The aneurysm was located at the terminal of the internal carotid artery, was unruptured, and had a saccular morphology with a maximum diameter of 7 millimeters and a neck diameter of 3 millimeters. The landing zone artery sizes were 3.9 millimeters distally and 4.7 millimeters proximally, with moderate vessel tortuosity. During the procedure, kinking occurred after the middle segment of the stent deployment, and the stent could not be opened normally despite three attempts to recover and redeploy. Angiography was performed to observe the situation. Dual antiplatelet treatment was administered with a platelet reactivity unit level of 270. The distal tip of the dense mesh stent initially opened normally, but due to the kinking issue, the stent was recovered and withdrawn. Another stent was used to complete the surgery, which ended smoothly. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex was returned inside a biohazard bag, and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal, middle, and proximal were opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the customer complaint was not confirmed as the braid's distal, middle, and proximal were opened and frayed. The cause of the failure to open could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and/or deployment of the braid in vessel bend. Customer reported that the patient¿s vessel tortuosity was moderate, which rules this out as a potential cause. In this event, a damaged braid and deployment of the braid in the vessel bend may have contributed to the failure to open. Braid damage can result from over-manipulation, deployment technique, resistance encountered when advancing or retracting the delivery wire or deploying/re-sheathing the braid against resistance. However, the cause for the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the pipeline failed to open in the middle section. The pipeline had been placed in a vessel bend when it failed to open. They had re-deployed the device multiple times in an attempt to open it. The cause of the failure to open/damage was not determined.

Manufacturer narrative:
H3: device received. Analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.